Manufacturer narrative:
Complaint conclusion: as reported, when a 5f mynx control vascular closure device (vcd) was entered into the non-cordis sheath, the operator felt a strong sense of resistance, so they removed the product. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was stored, prepared, and used in accordance with instructions for use (IFU) and opened in a sterile field. There were no visible signs of device/package damage prior to use. Also, button 1 was not depressed. The non-cordis sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure was a coronary angiogram (cag) which used a retrograde approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vcd 5f was returned for investigation. The unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. Neither the syringe, nor the procedural sheath, were returned for analysis. The stopcock was set in the opened position. The sealant remained in the manufacturing position, swelled by the blood saturation. The sealant sleeve assembly presented an outward kinked condition making the sealant exposed. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter¿s usable length was measured, and the results were found to be within specification. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample csi was performed as indicated in the instructions for use (IFU). However, the device did not perform as intended due to the outward kinked condition of the sealant sleeve assembly that impeded the insertion. Per microscopic analysis, the sealant area was inspected with a vision system to obtain a magnified image, and it was observed that the sealant sleeve assembly presented an outward kinked condition making the sealant exposed. The sealant remained in the manufacturing position swelled saturated in blood. No other outstanding details were noticed. The product history record (phr) review of lot f2220601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device due to the outward kink of the sealant sleeves. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (excess force was applied during insertion), and/or the condition of the sheath (although not returned) may have contributed to the kinked condition of the sealant sleeves, and the subsequent impedance and premature exposure of the sealant. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220601 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The final product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 5f mynx control vascular closure device (vcd) was entered into the non-cordis sheath, the operator felt a strong sense of resistance, so they removed the product. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was stored, prepared, and used in accordance with instructions for use (IFU) and opened in a sterile field. There were no visible signs of device/package damage prior to use. Also, button 1 was not depressed. The non-cordis sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure was a coronary angiogram (cag) which used a retrograde approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product evaluation revealed the sealant sleeve assembly presents an outward kinked condition exposing the sealant of a 5f mynx control vascular closure device (vcd).